Event description:
It was reported that the patient presented to the clinic for a routine check. There were stored egms showing noise. The patient did not experience any symptoms, the noise was reproducible. There were no changes in real time measurements. The physician has decided to monitor the lead for now.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that several noise reversions with high ventricular rate episodes were observed via remote transmission. Device history indicated programming changes were previously made (B)(6) 2014. No patient consequences were reported. The patient was to be evaluated at a later date in the future.